Manufacturer narrative:
If implanted, give date: not applicable as there is no indication that the lens was implanted. If explanted, give date: not applicable as there is no indication that the lens was implanted and therefore not explanted. (B)(6). Device evaluation: the device was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge, of the preloaded delivery system, and the intraocular lens (iol) tore. No patient injury was reported. No further information was provided.